Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual rise in shock impedances. At this time the values are high, out of range. It was recommended to evaluate the shock vector breakdown at next office visit and increasing the alert value to 150 ohms. If the daily values increase to 150 a defibrillation threshold (dft) test was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.